Manufacturer narrative:
Qn# (B)(4) .the customer did not return a complaint sample; however, they supplied two photos showing an unraveled guide wire along with its lid stock. The guide wire appears to be unraveled from the distal tip and shows evidence of use. The guidewire also appears to be separated as an unattached portion of the guidewire was protruding out of the distal tip of the catheterization device. A probable cause of the guide wire separation cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU for this finished kit provides the following warnings, cautions and instructions for the user: "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report that the guide wire separated was confirmed through examination of the customer supplied photo. The image showed the guide wire unraveled and also separated as an unattached portion of the guidewire was protruding out of the distal tip of the catheterization device. The actual complaint sample was not returned for evaluation. The device history records for the guide wire was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "insertion of the arterial line went well. Removal of the device and repositioning the catheter, the wire uncoiled. Removed the catheter and wire/device as a whole. Looks like there was a bend or break on the distal tip of the wire." No patient injury or complication reported. Another device was obtained and sucessfully placed.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "insertion of the arterial line went well. Removal of the device and repositioning the catheter, the wire uncoiled. Removed the catheter and wire/device as a whole. Looks like there was a bend or break on the distal tip of the wire." No patient injury or complication reported. Another device was obtained and successfully placed.